Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity was 53% remaining this past august and now it is at 12% remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned and analysis is underway. A supplemental report will be issued upon completion of analysis. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity was 53% remaining this past august and now it is at 12% remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This s-ICD has been returned and analysis has been completed. This report has been updated with the product investigation results.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity was 53% remaining this past august and now it is at 12% remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. Please note: at this time, the exact explant date is unknown.

Manufacturer narrative:
This device has been returned and analysis is underway. A supplemental report will be issued upon completion of analysis. Please note: patient code 3191 was applied to capture the reportable event of surgery.